Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history records cannot be reviewed since the part and lot number is unknown. These device are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is noted in the article that one of these patients had heterotopic ossification causing stiff elbow. The second patient had bone block extension of 60 degrees. The third patient had stiff elbow with no bone block. This patient¿s elbow was fixed in 90 degrees flexion preoperatively; underwent open adhesiolysis at 36 months follow up which improved the range of motion slightly. Product history search cannot be completed and compatibility cannot be verified since the part and lot numbers are unknown. Patient¿s adherence to rehabilitation protocol is unknown. A definite root cause for the reported issue cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/20056455 (B)(4). Other device used: catalog #unk, unknown coonrad/morrey ulnar assembly, lot #unk. This report will be amended when our investigation is complete.

Event description:
It has been reported that 3 patients experienced decreased range of movement.